Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing, along with periods of loss of sensing. There was also a drop in impedance and a high threshold noted. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.